Manufacturer narrative:
Fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. We are currently awaiting classification of the fisher & paykel healthcare CPAP mask and connectors recall from FDA. All product manufactured since april 2006 features an redesigned connector ana is not subject to this recall.

Event description:
Elbow cracked on hc405 mask. Determined to be a tab style connector.